Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical / procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber tip burnt out" at 91,000 joules and 18:00 minutes of usage. The first fiber was cleaned during the procedure. The fiber was exchanged and the procedure completed with the second fiber. Patient outcome "no injury" was reported.